Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 22 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that while the surgeon was removing the second catheter, the patient slapped the surgeon's hands, causing the catheter to break inside the patient. The patient is now complaining about pain in the abdomen, though the surgeon is unsure if it is related to broken catheter piece. Patient had previously had an abdominoplasty on (B)(6) 2020. Patient has history of chronic pain and is taking suboxone. The surgeon thinks there could be four inches of catheter inside the patient but does not feel it is worth the risk to open the patient back up again. A recent abdominal x-ray did not show any catheter piece inside the patient. No further information available.